Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the power supply fan due to error 5. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.

Event description:
It was reported that the customer experienced an non-recoverable fault on power supply fan, the customer prior to call tried to reboot the system but the issue reoccurred. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred prior to start pre-anesthesia and ports were not placed. Patient demographics were not provided.